Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted.   However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair surgical procedure, it was observed that the ratchet trigger on expressew ac broke during grasping of rotator cuff. When the instrument was removed from the shoulder joint the ratchet trigger (trigger that opens and closes jaws) fell forward - the surgeon was able to reinsert the trigger but the jaws would no longer open or close. The surgeon had to revert to alternative technique to thread sutures through rotator cuff. There was a 30-60 minutes delay to surgery. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.